Event description:
Information received from the field does not address the patient's clinical status but notes dashes (---) for sensor parameters. Attempts to alleviate the dashes through emergency vvi and software downloads were unsuccessful. It was reported that the physician decided to explant the device.